Manufacturer narrative:
Device came in for service and was repaired by technician. No further information is available.

Event description:
Customer reported that the device had a vibration. During service, technician found device failed temperature testing. No injury, medical intervention or death was reported. No patient involvement reported. This is report 1 of 1 for complaint (B)(4).